Event description:
The instrument failed to fire. The instrument was handed off to the field and the nurse tried to fire. Upon squeezing the handle a second time, staples but the handle did not remain in the locked position. Pt received 1 unit of blood and the procedure was completed with sutures. Procedure: thoractomy/lobectomy.